Event description:
Pt's family member called in 2002 alleging the pt fasttake meter was not working correctly. The code number on the meter was set incorrectly and the measurement was set to mmol/l instead of mg/dl. Pt's family member stated they think the meter has been set incorrectly since they first obtained the meter. Family member stated the pt has not had any reactions while using the meter. Pt takes a set amount of glucophage twice a day. On the day of the incident pt was feeling ill. Pt had symptoms of upset stomach, weak, and dizzy. Family member drove pt to the ER. Pt's family member does not remember the reading, family member stated it was 4 hundred something. Pt's family member stated pt received orange juice as treatment. Family member then stated they did not remember what kind of treatment the pt received. Pt was released the same day. Pt has received their replacement meter and is happy with it. No further info has been reported.